Manufacturer narrative:
The monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor pulse delivery and ECG acquisition circuitry was fully functional. Device evaluation of electrode belt sn (B)(4) has been completed at (B)(4). The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at about 12:26 pm while wearing a lifevest. The patient was at the hospital and with her family at the time of death. It was reported that the death was not cardiac related. The patient reportedly had an accidental hematoma which led to the patient's passing. No CPR efforts were done. The lifevest detected an arrhythmia at 12:35:11. The patient was in ventricular tachycardia (vt) at 170 bpm that degraded to ventricular fibrillation (vf). The patient remained in vf until the device shutdown at 12:35:54. The detection stopped before a treatment was delivered as the battery was removed from the device causing the shutdown. It is unclear who removed the battery.